Event description:
Initial investigation concluded that incomplete installation of software version 4.0f could result in incorrect initialization of the software. Potential for serious injury was not evident at the time. However, on july 8, 2002, further investigation indicated otherwise. When importing datasets using the dicom image version 4.0f software that the images may be flipped right to left; the right side of the patient may be oriented on the left side of the image according to the orientation cube. There is a potential issue in that the wrong area of the patient's body may be planned for treatment.